Event description:
It was reported that the staff from the renal unit reported, the nextstep catheters appeared to have a leak back into the pigtails. The physician stated that the pigtail clamps do not hold the tubes as securely or as well as the cannon catheters. He also found three pts in the renal unit had clotted venous ports and as a result, they could not be dialyzed and will have to have the catheters replaced. The pts are being booked for replacements. The surgeon and the renal unit staff are using the heparin lock according to protocol. Additional information received on (B)(6) 2010 from arrow (B)(4) stated that upon their follow up with this account, they learned that the renal staff was able to unblock the lumen of these catheters by flushing pre and post dialysis. The pts are fine and receiving regular dialysis treatments.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.